Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted a fracture of the conductor coil. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
It was reported that this patient was brought in for a follow-up after their device emitted tones. Review of the implanted system revealed high out of range pacing impedances, increased pacing thresholds, and noise on the right atrial (ra) lead. A chest x-ray was obtained that revealed evidence of subclavian crush. Atrial therapy was programmed off. A revision procedure is expected to take place but has not been scheduled at this time. No adverse patient effects were reported. Additional information was received that this ra lead was explanted. No additional adverse patient effects were reported.